Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-501; a3o3ha. Tri ts baseplate size 6; 5521-b-600; d4d7ea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left knee was revised for pain. Though the surgeon reported all components as well positioned, the entire knee construct was revised. Rep confirmed that no further information will be released.